Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "headache," "blurred vision," "orbicular pressure," ¿migraine-like headache,¿ ¿vascular compromise,¿ "visual alterations," and "diplopia (consisting of double vision)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology: after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported injecting a patient with 2 cc of juvéderm® voluma¿ with lidocaine in the cheekbones, left and right malar areas (ck1-2-3 areas), and lips. "In later days," the patient experienced ¿headache, blurred vision, [and] orbicular pressure.¿ before injection, topical ¿simple roxicaine¿ was applied; ice was given after injection. Hyaluronidase was provided as treatment 7 days post injection to the ck1-2-3 areas. "Because of the suspicion that there was vascular compromise due to the filling, hyaluronidase was injected. There was improvement of the visual alterations but not of the headache." Patient was "evaluated by ophthalmology and they did not find any alteration." Healthcare professional reported the event has led to permanent damage. 2 syringes were used; each syringe had a separate lot number. It was noted 1 syringe was used in the ck1-2-3 areas and the other was used in the lips; however, it was not specified which lot number was used for which areas. There was no adverse reaction in the lips. This is the same event and the same patient reported under MDR ID #3005113652-2018-00600 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine with lot#vb20a70453, also a device manufactured by allergan.